Manufacturer narrative:
The pump was received with a detached end cap/missing end cap, minor scratches on the display window and a broken reservoir tube lip. Unable to verify for the motor error alarm or perform functional check tests including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart test or all operating current tests due to detached end cap. The motor was tested outside the device and passed the motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a motor error alarm and a few cracks on the case. The customer's blood glucose level was 6 mmol/l. The customer was informed that the product would be replaced. No further details were provided.